Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported post operative complications. It is alleged the patient suffered from infection post implant. In regards to infection, the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2007--patient underwent implant of a bard/davol soft mesh as a pubovaginal sling to treat stress urinary incontinence (sui). Per the patient's legal fact sheet, alleged outcomes attributed to device include pain, infection, urinary problems, bowel problems, recurrence, bleeding and dyspareunia.

Manufacturer narrative:
Device not returned.